Event description:
It was reported that the patient presented for a follow-up in clinic. It was noted that right atrial lead was dislodged as confirmed via x-ray and exhibited high capture threshold. The lead was explanted and replaced. The patient was stable.